Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a patient with a complex knee history experienced persistent pain post-right tka with ¿the stem causing a compression fracture¿ at 1.5 years with limited mobility (implanted may 31,2017). Reportedly, the surgeon indicated the ¿pain was from the stress of the stem¿was common, could happen with any stem¿. Although it was communicated that the patient had (competitor) pins/plating/¿internal fixation to take the stress off the tibia from stem¿, the results from the reported plating and requested documentation had not been provided for inclusion in the medical investigation as of the date of this assessment. Without the requested documentation, the clinical root cause of the reported event could not be definitively concluded. The patient status beyond the reported limited mobility and ¿compression fracture going up from the stem into the prosthesis¿ could not be determined. No further medical assessment could be rendered at this time. Should additional clinically relevant documentation become available the medical investigation task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute to the reported event include excessive forces applied to implant and surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a right knee replacement surgery had been performed on (B)(6) 2017, the patient was fine except that there was pain in the tibia, at the end of the stem, caused by stress forces. At the 1.5 year mark it was determined that the stem was causing a compression fracture. Pins and plates were put in, but pain remained. Now, two (2) years later, the patient has again a compression fracture going up from the stem into the prosthesis, which limits mobility.